Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a magnetic resonance imaging (MRI) noted that the device recorded a battery depletion message. Technical services (ts) discussed the potential of the device exhibiting premature battery depletion (pbd) and requested a copy of device data for analysis. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a magnetic resonance imaging (MRI) noted that the device recorded a battery depletion message. Technical services (ts) discussed the potential of the device exhibiting premature battery depletion (pbd) and requested a copy of device data for analysis. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to provide additional information as well as correct the following fields from the previous submitted report: e1: initial reporter title, initial reporter first name, initial reporter last name and initial reporter facility name upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.